Event description:
It was reported that the perfect passer connector was loaded onto the smartstitch handle and when attempting to fire, the jaw disengaged from the device and had to be retrieved from the patient. The procedure was completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported perfectpasser connectors, intended for use in treatment, were returned for evaluation. A relationship between the devices and reported incident was established. From the information provided, jaws disengaged from the device. Visual inspection shows the connectors were received with the s-clamp unhooked from the s-hook. One of the connectors was returned without the s-clamp. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the perfectpasser connector was loaded onto the smartstitch handle and when attempting to fire, the jaw disengaged from the device and had to be retrieved from the patient. The procedure was completed using a back-up device. No patient injury or other complications were reported. Complaint 1 of 3. See (B)(4) for 2nd and 3rd devices. Additional devices received 10/18/2017.